Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional regarding a patient receiving gablofen (concentration 1500mcg/ml, dose 200.2 mcg/day) via an implantable pump. The indication for use was intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2015, the patient had a magnetic resonance imaging (MRI) which was unrelated to the device/therapy. The pump was not checked after the MRI and it had been more than 2hrs since patient exited the MRI field. A motor stall was seen at initial interrogation, the pump was rechecked at 14:15 on this report date and no recovery was noted. There was also a stopped pump period may exceed tube set message because the motor stall was present for over 48 hour. The health care professional had just performed a refill and the reservoir volumes matched what they expected. No symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated the residual volumes were accurate during the (B)(6)-2015 refill. The patient did not report any symptoms. No audible alarms were heard.

Event description:
Additional information later reported the patient was fine. The patient had an MRI and didn't have their pump checked after. The logs showed that the pump had stalled and did not show a recovery. However, the patient had no symptoms and the volumes at the time of the following two refills were spot on. The patient had no other stalls. They are unable to determine the length of the stall as the strips showed a large gap, last MRI was (B)(6) 2015 and the recovery did not show in the logs until (B)(6) 2015. The reporter again stated that the patient had no symptoms and the volumes at the following two refills have been spot on. The patient continues to be fine and to receive good therapy.